Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends. Concomitant medical products: item #unk, unknown zmr femoral stem, lot #unk; item #unk, unknown zmr cone body, lot #unk; item #unk, unknown femoral head, lot #unk.

Event description:
It is reported that an unknown number of patients died within 2 years post operatively due to unknown reasons.